Event description:
It was reported that this patient experienced a five second syncopal event. The patient was asymptomatic prior to the event and has felt fine after the event. The patient has not seen her physician in ten months and is not followed via remote monitoring. She has a follow up visit in two months. Boston scientific technical services informed the patient she should consider starting latitude nxt home monitoring. The device remains in service and no adverse patient effects were reported.